Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a notification during the load sequence and was unable to load the cartridge unto the pump. Reportedly, a new cartridge was loaded to address the issue. Additionally, it was reported that the pump battery was depleting quickly and that the pump touch screen was unresponsive. There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support and declined to provide further information.